Event description:
It was reported that the patient experienced hypoglycemia after a bent infusion cannula that had previously resulted in hyperglycemia was identified and addressed, and troubleshooting and education were completed. Symptoms included low blood glucose of 63 mg/dl. Outcomes included recovery to target range after treatment with oral glucose. Investigation included complaint intake and user-reported troubleshooting. Investigation of this case revealed that the event was consistent with hypoglycemia with an unclear cause, though a bent cannula and insulin delivery issues were noted by the reporter. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.